Event description:
Information was received indicating that the cadd legacy 1 pump failed accuracy by -11.49 . There was no patient involved.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. The customer's reported problem regarding delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside of the pump's delivery accuracy manufacturing specification. The expulsor will be replaced to bring delivery accuracy into specification.